Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system suddenly shut down and restarted on its own during setup for surgery.

Manufacturer narrative:
Additional information provided. The company service representative examined the system and was able to replicate an issue related to the reported event. The host module was replaced to address the issue. The system was then tested and met all product specifications. A host module was received and a visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into a calibrated system for functional testing. The system was able to complete the boot-up sequence with no issue; however, after the system was left on for five (5) minutes the display turned white and the system rebooted. The synchronous dynamic random-access memory (sdram) was reseated and the hard drives were replaced in an attempt to assess the issue but five (5) minutes after boot-up the system display would turn white and reboot again. The direct current converter printed circuit board (pcb) was replaced with a known-good sample and the host module was found to boot-up and stay on with no issue. The sample direct current converter pcb was reinstalled into the sample host module and the issue could no longer be reproduced, indicating the source of the issue was an intermittent cable seating issue from the direct current converter pcb to the motherboard. The sample was received and an intermittent connectivity issue from a loose cable seating between the direct current converter pcb and the motherboard was found. The system was manufactured on august 28, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an intermittent connectivity issue from a loose cable seating between the direct current converter pcb and the motherboard in the host module. The manufacturer internal reference number is: (B)(4).